Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), genital haemorrhage ('gen. Abnormal bleed/abnormal bleeding general') and device breakage ('device breakage') in a 39-year-old female patient who had essure (batch no. 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid embolization. Concurrent conditions included night sweats, blurred vision, headache, ovarian cyst, endometrial ablation, abdominal cramp and endometriosis. Concomitant products included ibuprofen from (B)(6) 2017 to (B)(6) 2019, paracetamol (tylenol) from (B)(6) 2017 to (B)(6) 2019 and tramadol from (B)(6) 2017 to (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and salpingingectomy (unilateral, left side)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage and device breakage outcome was unknown and the female sexual dysfunction, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: dob as per current follow up: 13-nov-19: 29jul1980 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: 1. Small volume of fluid in the endometrial canal versus endometrial cyst in the lower uterine segment and body. Normal appearance of the bilateral ovaries with normal bilateral arterial and venous ovarian doppler flow. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Event device breakage was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and genital haemorrhage ('gen. Abnormal bleed/abnormal bleeding general') in a 39-year-old female patient who had essure (batch no. 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid embolization. Concurrent conditions included night sweats, blurred vision, headache, ovarian cyst, endometrial ablation, abdominal cramp and endometriosis. Concomitant products included ibuprofen from (B)(6) 2017 to (B)(6) 2019, paracetamol (tylenol) from (B)(6) 2017 to (B)(6) 2019 and tramadol from (B)(6) 2017 to (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and salpingingectomy (unilateral, left side)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and genital haemorrhage outcome was unknown and the female sexual dysfunction, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: 1. Small volume of fluid in the endometrial canal versus endometrial cyst in the lower uterine segment and body. Normal appearance of the bilateral ovaries with normal bilateral arterial and venous ovarian doppler flow. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and genital haemorrhage ('gen. Abnormal bleed/abnormal bleeding general') in a 39-year-old female patient who had essure (batch no. 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid embolization. Concurrent conditions included night sweats, blurred vision, headache, ovarian cyst, endometrial ablation, abdominal cramp and endometriosis. Concomitant products included ibuprofen from (B)(6) 2017 to (B)(6) 2019, paracetamol (tylenol) from (B)(6) 2017 to (B)(6) 2019 and tramadol from (B)(6) 2017 to (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and salpingingectomy (unilateral, left side)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and genital haemorrhage outcome was unknown and the female sexual dysfunction, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: 1. Small volume of fluid in the endometrial canal versus endometrial cyst in the lower uterine segment and body. Normal appearance of the bilateral ovaries with normal bilateral arterial and venous ovarian doppler flow. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs and mr received: lot number added. Ablation was done for genital bleeding. Patient history, lab data and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (unilateral) other). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and genital haemorrhage outcome was unknown and the female sexual dysfunction, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos deleted and new events fallopian tubes perforation, gen. Abnormal bleed, apareunia, dyspareunia (painful sexual intercourse), pelvic pain and abdominal pain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.